Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the dirty shield cover was likely the result of insufficient reprocessing; however, a definitive root cause could not be established. The corrosion on the circuit board unit in the scope connector, and corrosion on the scope connector cover unit were due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the colonvideoscope had a dirty shield cover, corrosion on the circuit board unit in the scope connector, and corrosion on the scope connector cover unit. There was no patient involvement.